Event description:
The customer called technical support (ts) and reported that the device had an error message that displayed on the monitor; a battery failure. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. No medical intervention was provided to the patient nor was a delay noted. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The battery life of the v60 is insufficient, and it is necessary to check the battery and equipment status on site. It was recommended to replace the battery. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Reporting address & institution phone: (B)(6). Reporter phone number: (B)(6).

Manufacturer narrative:
The customer reported there was no patient involvement at the time the issue was discovered. The product support engineer replaced the battery to resolve the reported issue. The device passed required performance verification tests per philips standards.